Event description:
As reported by the user facility: we had a issue with one of our safety IV catheters. Instead of it going straight into the safety tip, it didn't catch the safety device and the needle was exposed, sticking one of our employees. Our chief of anesthesia wanted me to report it to the vendor, just in case you were having other reported issues with that specific catheter and lot number. It is a 16gx1 1/4 introcan safety IV catheter, lot 3e11258234. Please refer MFR report # 9610825-2013-00413.